Event description:
Rec'd info, the pt felt she was charging more than expected and is having difficulty keeping her ins charged. She has noticed some redness around the ins site. She noted the "call your doctor" icon. Pt has had ins reprogrammed and is using stimulation at a higher voltage. She also reports she has fallen twice in the last 2 months. The last fall was over the thanksgiving holiday. Pt states, she "fell out of her trailer" while traveling. It was recommended to the pt that she have her hcp check the recharging logs to determine if there is a problem. Add'l info rec'd reports, the pt was seen at her hcp's and they requested a medtronic rep interrogated the device to check the system. Pt reports that other than a sore pocket area, she feels okay. Stimulation pattern has not changed. Pt wants to wait a few weeks and see if anything changes. She has a f/u appointment on (B)(6) 2010.

Manufacturer narrative:
(B)(4).